Event description:
A patient underwent an unspecified spinal surgery. Intraoperatively, a monitor screen reportedly kept showing a foggy image. The surgical time was not extended due to the incident. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.